Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00362 on oct 25, 2022. Additional information nov 03, 2022: an outside the united states customer observed an elevated (>IFU 99th% 45 pg/ml) atellica im 1300 analyzer high-sensitivity troponin I (tnih), lot 080 result on a patient that was discordant compared to repeat testing on another atellica im instrument. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time of the incident and other samples were not affected indicating a sample/patient specific cause. Original result = 69.53 pg/ml and repeat result = 8.56 pg/ml. Siemens reviewed the sample and reagent trace files from the system log files provided for sid# (B)(6). There is no evidence of a hardware issue that is impacting delivery of the reagents. Sid# (B)(6) was aspirated three times. The discordant was the first aspiration and it did not show evidence of a hardware issue impacting delivery of sample. The customer currently runs serum samples. As per the specimen collection and handling section of the instructions for use for tnih: "- for serum specimens, complete clot formation should take place before centrifugation. Serum should be physically separated from cells as soon as possible from the time of collection. - samples must be free of fibrin or other particulate matter. The presence of fibrin, red blood cells, or suspended particles may lead to inaccurate results. Serum samples that contain suspended fibrin particles or erythrocyte stroma must be re-centrifuged before testing. - if clotting time is increased due to thrombolytic or anticoagulant therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of micro clots, fibrin, or particulate matter." Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The customer has since switched to plasma as a sample type for tnih testing and is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer obtained a discordant high patient sample result on atellica im 1300 high-sensitivity troponin I (tnih) assay. On repeat-testing the sample on the same atellica im instrument, results were lower. Quality controls (qc) were within the range for tnih. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a discordant high patient sample result on atellica im 1300 high-sensitivity troponin I (tnih) assay. On repeat-testing the sample on the same atellica im instrument, results were lower. The initial result was not reported to physician(s). There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im tnih result.